Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead due to helix being stretched and entangled. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due to helix being stretched and entangled. This brady lead will not be returned for analysis.

Manufacturer narrative:
The lead was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead due to helix being stretched and entangled. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported. Additional information indicated that this brady lead was not implanted successfully due to helix being stretched and entangled. This brady lead will not be returned for analysis.

Event description:
It was reported that this brady lead was not implanted successfully due to unknown product performance anomaly and a new lead was placed. No adverse patient effects were reported.